Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer service technician (cta) instructed the customer to check the dispenser rinse volume, and decontaminate lines 1, 3, and mup. The cta sent the customer standard calibrator. Upon receipt of the standard calibrator, the customer recalibrated and received another failed calibration with an error. The cta had the customer perform the maintenance again, replace the process probe, and let the calibrator sit, followed by another calibration. The calibration passed. The customer requested replacement rubella reagent due to the multiple tests used to calibrate. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.